Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. Right ventricular (rv) loss of capture was observed with a non boston scientific lead. It was noted that the patient had an intrinsic heart rate of approximately 45 beats per minute (bpm) when the device was checked. The device outputs were reprogrammed. No additional adverse patient effects were reported. The device remains in service. The device was later explanted due to normal battery depletion and was returned.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. Right ventricular (rv) loss of capture was observed with a non boston scientific lead. It was noted that the patient had an intrinsic heart rate of approximately 45 beats per minute (bpm) when the device was checked. The device outputs were reprogrammed. No additional adverse patient effects were reported. The device remains in service.